Event description:
Complainant alleged that during a cardioversion on a patient (age & gender unknown), the device was unable to obtain an ECG signal and had poor contact via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.